Event description:
On 1/28/97, revision surgery was reportedly performed to retrieve an acetabular component where the plastic insert had separated from the shell. The device was originally implanted on 7/21/94.